Event description:
It was reported that during a da vinci-assisted low anterior resection surgical procedure, the vessel sealer extend (vse) instrument jaws were not opening. The procedure was completed with no reported injury using a backup instrument. An intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the vessel sealer extend instrument was inspected prior to use and had no damage. The vse instrument was inserted during robotic anterior resection procedure, and when the surgeon had control, the instrument jaws did not want to open. The customer tried to reinsert and re-drape the arm but it would not work. The instrument did not work at all during procedure. The customer switched to back up vse instrument and it worked without any issues. There was no system fault. The target tissue was the omentum. The issue occurred prior to use on patient. There was no report of jaws stuck on tissue or unexpected tissue removal or bleeding.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The vse instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests, moved intuitively with full range of motion in all directions. However, the grip tips would not open fully. The grip tips were able to close properly. The grip open lever was actuated manually off the system and the grip tips were unable to open fully. No grip misalignment was observed. No failures were observed during log review. The instrument passed cut and energy delivery tests, jaw ceramic dot verification and ceramic dot swipe tests and electrical continuity. The grip force test was performed and passed. This instrument was transferred to engineering to determine the cause of the imprecise motion. Advanced failure analysis was performed and initial findings were confirmed. The vse instrument grips would not open fully. An inspection of the distal end of the instrument revealed an extra torsion spring set screw that was stuck in the grip drive assembly, preventing the distal cable assembly from moving its entire length, keeping the jaws from opening. The screw was removed and the grips opened without any issues.